Event description:
It was reported that there was high threshold on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d224drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).